Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/20/2019. Device returned to manufacturer? Yes. Device evaluation: the complaint sample was received opened into the lens case. Inner and outer pouches were not returned. Visual inspection using magnification was performed. The lens was returned with both lens haptics distorted/bent, confirming the reported issue. Residues of viscoelastic were observed on the lens optic body. The condition of the lens is consistent with the unit that has been handled for surgical use. The reported issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the device were reviewed. The review identified no deviation or non-conformity report (ncr) associated to this production order. The product was manufactured and released according to specification. A search on the complaint system revealed that no additional investigation request was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one of the haptics of model za9003 is lifted up after the lens package was opened. No additional information provided.